Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor, and performed testing. The sensor passed per specification with accurate readings.

Event description:
It was reported that customer experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 48 and blood glucose was 126 mg/dl. After troubleshooting, customer was advised that sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.